Event description:
At 9 years and 1 month from the primary the surgeon revised the stem and head with competitor components and revised the medacta liner with a medacta liner. The reason of revision is stem loosening. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on november 23, 2021: lot 122549: (B)(4). Expiration date: 2017-07-31. No anomalies found related to the problem. (B)(4).